Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular oversensing (nsvo) and an episode of atrial noise reversion was noted via session records. Review of the episodes indicated that the atrial noise reversion episodes seems to be due to external emi, and that the nsvo episodes was likely due to far p waves oversensing. Programming changes were discussed and will be made when patient presents to the clinic for follow-up.